Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow up, an alert for non-sustained right ventricular oversensing was noted. Abbott technical support was contacted and confirmed loss of capture and low sensing amplitudes. Right ventricular lead dislodgement or changes in patient condition was suspected. No intervention has been performed. The patient was stable and will continue to be monitored.